Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be 'cuffing/ profile too high¿ with a potential root cause of 'balloon material does not shrink quickly enough, incorrect balloon design (balloon wall thickness excessive).¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that a foley was difficult to deflate. After many attempts, no saline could be withdrawn to deflate the balloon. The port was cut to allow outflow, but without success. The foley was removed with the balloon inflated, which caused a small amount of blood at the opening of the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a foley was difficult to deflate. After many attempts, no saline could be withdrawn to deflate the balloon. The port was cut to allow outflow, but without success. The foley was removed with the balloon inflated, which caused a small amount of blood at the opening of the urethra.